Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the same day, post implant, there was no capture on the right atrial (ra) lead and the patient's heart rate was pacing below the programmed lower rate of the implantable pulse generator (ipg). There was also some t-wave oversensing (twos) noted on the right ventricular (rv) lead. Reprogramming was attempted, but did not solve the issue. The ra lead was repositioned. The leads and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.